Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the small battery drive device buttons did not work properly; and that the buttons did not work as they should. It was further reported that drilling only worked backwards when both buttons were pressed in. During service and evaluation, it was observed that the control unit did not function, the handpiece was worn out, the bearings were corroded, the coupling tool, gear, gear shaft, old re25 motor and old re25 controller were damaged. It was further determined that the device failed the following pre-tests: check status of development, general condition, check the attachment coupling and check the offioscion switch mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.